Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, retrieval difficulty occurred. The target lesion was located in the saphenous vein graph (svg). The 190cm filterwire ez was deployed successfully. The retrieval catheter was unable to advance to capture the filterwire. Without the use of the capture device and while the filter was still open, it was pulled out of the vessel and it collapsed into the guide catheter. The device was damaged at the proximal end of the filterwire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).